Event description:
It was reported to boston scientific corporation that an autotome was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when the physician attempted to cut the papilla with the device, the device would not cut. Reportedly, there was no current flowing through the device. No visible damage was noted to the device. The procedure was completed with another autotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an autotome was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when the physician attempted to cut the papilla with the device, the device would not cut. Reportedly, there was no current flowing through the device. No visible damage was noted to the device. The procedure was completed with another autotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned device found the working length of the device to be twisted. Functional evaluation found that the device would bow according to specification. The 2-in-1 connector and all sections of the exposed cutting wire were able to conduct current indicating proper connectivity of the device. The resistance across the 2-in-1 connector and all sections of the cutting wire was measured and found to be within specification. The device functioned as intended with respect to electrical functionality. The investigation was unable to confirm the reported complaint. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. (B)(4).

Manufacturer narrative:
The patient's age is unknown; however the patient was over 18 years of age. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.